Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Verified critical pump error due to pump error 35 alarm in the pump history download on 11/13/2024 between 09:14 and 09:24 due to moisture damage to force sensor. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to force sensor and electronic stack during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 is confirmed due to being found in history file and traces and due to moisture damage to the force sensor. Cosmetic damage is confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a red x mark pointing to a book. There was a crack on the pump on the battery compartment side. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1880, mmt-332a, mmt-242a. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust does not believe the pump is over delivering. Customer reported physical damage on the pump not related to the retainer ring. Customer reported an open book image error. No further patient complications were reported. The customer will discontinue use of the mmt-1880. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section h1 (serious) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.